Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no display appearing on the heartmate ii system controller was not confirmed. The heartmate ii system controller (B)(6) was returned for analysis and a log file ((B)(4)) was downloaded for review. A review of the log file did not show any events that would indicate an issue with the system controller. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. Upon connection of the power cables to the power module the lcd screen was found to be fully operational and functioned as intended upon activation of a self-test and when the navigational display button was pressed. The reported event was unable to be reproduced during functional testing. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: missing pins. The device history records were reviewed and the records revealed the heartmate ii system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the controller was found to show no display. The controller was exchanged. No additional information was provided.